Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that in four infusion sets from the same box, the tubing detached at the quick release. It happened on the first day of use. The site location was right abdomen and the pump was located on the right side. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures or humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. Reportedly, the infusion set was replaced. No further information available.